Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would turn off on its own. It was indicated that the link electronic module (lem) printed circuit board (pcb) was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn off when a universal serial bus (usb) or service disk was put into the programmer. The programmer was returned for service. There was no patient involvement.